Manufacturer narrative:
No parts or files have been received by the MFR for eval.

Event description:
A medtronic rep reported an axiem communication error after going sterile in a shunt case. The rep was able to power cycle the system to regain communication. The case was completed with the use of the system and there was no impact to the pt.